Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that the auto-pulse platform (serial#: (B)(4)displayed fault code "16" (timeout moving to take-up position) error message, and shut down. Crew was unable to clear error message, and immediately performed manual CPR. No consequences, or impact to patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and archive data review. The root cause of the fault code was due to corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to seized and preventing the brake to open or close during activation. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Therefore, this type of corrosive damage is indicative of infrequent daily checks, as a result of user mishandling. The reported complaint of the autopulse platform shutdown was not confirmed during functional testing. No physical damage observed on the autopulse platform during the visual inspection. The archive data was reviewed and showed multiple fault code 16 occurred on the customer's reported event date; thus, confirming the reported complain. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on; thus, confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs). Observed the drive train motor had rusted/corrosion at the brake body. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Following service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional test. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).